Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from a (B)(6) male patient alerted zoll customer support on (B)(6) 2014 that the patient was treated at 12:30:21 and 12:30:49 on (B)(6) 2014. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments. The patient was "not really with it" at the time of the event, so the patient's wife let the device treat him. The patient remained unresponsive after the treatments. The patient's daughter called the ems and they transported the patient to the hospital where he was successfully resuscitated. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed briefly before the first treatment was delivered, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient had ended use due to receiving an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient had ended use due to receiving an ICD. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 03/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.